Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_ext , serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 3387-40, lot# j0357337v, implanted: (B)(6) 2004, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
It was reported that the implantable neurostimulator was implanted beyond its use before date.